Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received a questionable human chorionic gonadotropin + beta (hcg+ beta) result for one patient sample. The initial result was <0.2 mui/ml and was reported outside the laboratory to the medical personnel. As the patient was under medically assisted reproduction and the physician found eggs, the sample was repeated on (B)(6) 2016 with a result of 176.9 mui/ml with a data flag. All other tests were okay. The patient was not adversely affected. The reagent lot number was 156542. The expiration date was requested, but was not provided. The customer performed maintenance including liquid flow cleaning and measuring cell preparations. The results then seemed to be correct and controls were near the target values. The customer performed a repeatability test on fsh and hcg and the results were correct. Further investigation could not determine a specific root cause and no instrument problem could be identified. It was confirmed that the customer's actions resolved the issue.